Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported on behalf of the customer that a patient slipped occurred in (B)(6) 2019 with the a1059 mayfield modified skull clamp. There was patient contact. It was unknown if there was any patient injury, revision done or surgery delay. Additional information has been requested.

Manufacturer narrative:
The product was not sent in to the manufacturer for evaluation. The DHR review could not be performed as the lot number was not provided. Sampling plan was reviewed and acceptable. The reported complaint was not confirmed. The root cause analysis was undetermined.

Event description:
N/a.